Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted no anomalies were found with the insulation of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician noticed a wrinkle on the pacing leads insulation. The physician suspected potential insulation damage and so the lead was explanted and replaced. No patient complications have been reported as a result of this event.